Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coils have perforated her uterus/left essure coil may have eroded to the wall of the uterus/hysterectomy due to essure coils punctured through uterus") and device expulsion ("migration of essure device location of device: left coil extends through the uterus") in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no/she did not undergo conformation test". The patient's past medical history included nickel sensitivity (not recovered prior to essure). She was then started on cipro and flagyl 3 days ago she does not feel any better at this time. Previously administered products included for an unreported indication: micronor from 2000 to 2006. Concurrent conditions included overweight, intramural leiomyoma of uterus and diverticulitis. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril), naproxen sodium (anaprox) in 2017, oxycocet (percocet), phentermine (adipex) from 2012 to 2016, tramadol hydrochloride (ultram) and vicodin. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In 2017, the patient experienced bipolar disorder ("bipolar disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy") with rash and pruritus, dysgeusia ("metallic taste in mouth"), back pain ("lower back"), the first episode of arthralgia ("hip pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), the second episode of arthralgia ("severe joint pain"), mood swings ("mood swings"), migraine ("migraines"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy (bilateral)) and surgery (uterine perforation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, bipolar disorder, dysmenorrhoea, allergy to metals, dyspareunia, fatigue, weight increased, weight decreased, alopecia, dysgeusia, back pain, uterine pain, menstrual disorder, the last episode of arthralgia, mood swings, migraine, vaginal infection and vaginal discharge had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, mood swings, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: on (B)(6) 2017, patient had surgery during which her uterus, cervix, and both fallopian tubes were all removed patient states that percocet with ibuprofen in between has helped her pain. On (B)(6)2017 essure coils identified at the fundus of the endocervical canal. Retrieving essure coil that are umbeded in her uterus ¿pass, bowel damage diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. CT scan done (B)(6)2017,pelvic us done 10nov16 concerning the injuries reported in this case, the following one/ones were reported via medical record conforming:lower abdominal pain most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Outcome of uterine perforation was updated to resolved. Concomitant medications were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coils have perforated her uterus/left essure coil may have eroded to the wall of the uterus/hysterectomy due to essure coils punctured through uterus") and device expulsion ("migration of essure device location of device: left coil extends through the uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Medical conditions: she was then started on cipro and flagyl 3 days ago she does not feel any better at this time. Concurrent conditions included overweight, intramural leiomyoma of uterus and diverticulitis. Concomitant products included cyclobenzaprine hydrochloride (flexeril), oxycocet (percocet) and tramadol hydrochloride (ultram). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight gain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"). In 2017, the patient experienced bipolar disorder ("bipolar disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), depression ("depression"), anxiety ("anxiety"), allergy to metals ("nickel allergy") with rash and pruritus, dysgeusia ("metallic taste in mouth"), back pain ("lower back"), the first episode of arthralgia ("hip pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), the second episode of arthralgia ("severe joint pain"), mood swings ("mood swings"), migraine ("migraines"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (uterine perforation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown and the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, bipolar disorder, dysmenorrhoea, allergy to metals, dyspareunia, fatigue, weight increased, weight decreased, alopecia, dysgeusia, back pain, uterine pain, menstrual disorder, the last episode of arthralgia, mood swings, migraine, vaginal infection and vaginal discharge had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bipolar disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, mood swings, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: on (B)(6) 2017, patient had surgery during which her uterus, cervix, and both fallopian tubes were all removed patient states that percocet with ibuprofen in between has helped her pain. On (B)(6) 2017 essure coils identified at the fundus of the endocervical canal. Retrieving essure coil that are umbeded in her uterus ¿pass, bowel damage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. CT scan done (B)(6) 2017,pelvic us done (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones were reported via medical record conforming:lower abdominal pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Event abnormal vaginal bleeding, bipolar disorder, partial expulsion of device, nickel allergy, did you undergo an essure confirmation test: no, uterine perforation added from pfs and reporter added. On 27-feb-2018: concurrent condition,concomitant medication,added from medical records.events outcome added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormally heavy menstrual bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping/lower abdominal pain"), back pain ("lower back "), the first episode of arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), the second episode of arthralgia ("severe joint pain"), mood swings ("mood swings"), dyspareunia ("painful intercourse "), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), rash ("rashes"), pruritus ("itching on her face;"), alopecia ("hair loss"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, menorrhagia, menstrual disorder, dysgeusia, the last episode of arthralgia, mood swings, dyspareunia, depression, anxiety, migraine, rash, pruritus, alopecia, vaginal infection, vaginal discharge, fatigue and weight increased had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, pruritus, rash, uterine pain, vaginal discharge, vaginal infection, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: on (B)(6) 2017, patient had surgery during which her uterus, cervix, and both fallopian tubes were all removed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.